Manufacturer narrative:
Correction: annex a code. H10: one set model 2420-0007, lot 25105173 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated just below the pump safety clamp. No other defects or abnormalities were observed. Visual inspection under a microscope showed a lack of solvent. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the lot reported 25105173 was manufactured in october, before improvements to the manufacturing process were approved. The standard work instruction was updated to include two new fixtures to help with the assembly process. A device history record review was performed on the possible lot found. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: wanted to report an incident we had with bd alaris pump infusion set 2420-0007. On (B)(6) 2026, a nurse reported that upon spiking a bag with this tubing, and there was some leakage. The item was brought back to the pharmacy, and upon investigation there was a leak appearing at the safety clamp area. We were given 2 lots that this tubing could have been from: lot 25105173 exp 10/6/2028, lot 25095848 exp 9/25/2028.